Event description:
Thymoglobulin was infusing into patient's hemocath through new filter set. After the infusion had started running and the rn had left the bedside, patient called out that the buretrol tubing became disconnected from the filter set. Patient had clamped hemocath off as quickly as possible. The rn entered room, filter set was still attached to patient's hemocath and buretrol tubing was disconnected. Rn attempted to put IV cap on the end of the filter set, however the cap did not fit. Filter set was replaced. In order to close the system to notify physicians, the buretrol tubing was carefully cleaned off and placed on filter set; however, all tubing and hemocath clamps were on and infusion was stopped. The rn notified both pharmacy and residents and renal attending of what incident had just occurred. Decision was made to order new dose of medication to cover the remainder that was not administered. All tubing and filter set was removed from hemocath and discarded. Rn is sure that buretrol tubing was properly fastened and tightened on the filter set when medication was set up. The luer lock twist of the buretrol tubing does not sufficiently twist and stay locked. Based on this experience, the buretrol tubing end needs to be more stable than the current twist lock system, as it can easily untwist and come unfastened from the filter system. Nurse manager stated that the luer lock has the potential to loosen on its own. This is the first incident we have had with this tubing, however it is a concern that this type of incident will occur again with this tubing set.device #1is this a laboratory device or laboratory test?no.